Event description:
The facility reported an infusion pump with a failure code 812:02 during biomed testing. It was not specified if this failure occurred while infusion on a pt. However, the facility rep stated that no pt incident was reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.